Event description:
Ventec received a copy of a voluntary medwatch report which stated the following: "a patient's mother called into report on a device that was life threatening to her sons health. She is reporting the vocsn ventilator was contaminated with white powder when sent for her son to use at home. This led to him being hospitalized due to him having a stroke. She wants to bring attention to her receiving the device infected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." The voluntary medwatch report was heavily redacted, and per the medwatch the initial reporter asked to remain confidential. As a result, ventec was unable to reach out for additional information about the patient or the event.

Manufacturer narrative:
H6: the voluntary medwatch report was heavily redacted. As a result, section d4 (model number, catalog number, serial number and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Additionally, all of the information in section e1, initial reporter, is either "unknown" or blank as the initial reporter asked to remain confidential. Ventec has reviewed existing complaint records and was unable to find any which matched this event (as it was reported). Due to the limited information available, ventec is unable to investigate this event further. In the event that additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. The device was not returned to ventec for an evaluation. The cause of the reported issue could not be determined.